Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. A siemens customer service engineer was dispatched to the customer's site and performed the following: inspected the instrument, replaced and aligned sample 1 (s1) probe, verified server 1 drain vacuum and air knife, fine-tuned the reagent 1 and 2 air knife pressures settings, performed bottom of cuvette (boc) alignment and ran quick check, service methods tests (smt) and quality controls, resulting acceptably. Siemens further investigated the issue and determined that a sample integrity issue potentially contributed to the discordant glucose result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.